Event description:
It was reported that the patient presented to their physician with this inflatable penile prosthesis (ipp) no longer working for unknown reasons. An ultrasound was performed which showed the reservoir was still filled with 82mls of fluid. A revision surgery has been scheduled during which all components will be replaced. No further information is available at this time.